Event description:
It was reported that the customer experienced an unresponsive screen. There was no additional information received regarding the outcome of the event. The customer declined any further follow-up, and no corrective actions were noted.